Event description:
During the first 30 seconds of the first freeze the physcian noticed the probe shaft was freezing up towards the handle. He immediately stopped the procedure and removed the probe. Another probe was used to complete the procedure. Initial report from the site stated there was no injury to the patient. During a follow up visit it was stated that the patient suffered a first degree burn.